Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Review of the event log identified the iipv event. The cause of the iipv was determined to be that the clinician had inappropriately set the minimum drain volume percentage too low. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
During the evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified, which occurred during the therapy initiated on (B)(6) 2013 at 20:39:15. During night drain cycle three, the patient's ultrafiltration reading was 2240ml, indicating the home patient (hp) drained 2140ml more than their maximum programmed fill volume of 2000ml. No additional information is available.